Manufacturer narrative:
Initial reporter's phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device was making more noise than usual could not be confirmed. Therefore, an assignable root cause could not be determined. However, during evaluation, it was found that the device was not functional, and did not engage when power was applied. It was further noted that an unknown liquid was found internally, and the wires on the electronic control unit were damaged and the electronic motor was jammed and corroded. The assignable root cause was determined to be due to inadequate/improper cleaning and immersion during the cleaning process, which was failure to follow directions for use. This is further defined as misuse, abuse, and possibly user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during testing, it was observed that the battery reciprocator device was more noisy than usual. During in-house engineering evaluation, it was found that the device was not functional, and did not engage when power was applied. It was further noted that an unknown liquid was found internally, and the wires on the electronic control unit were damaged and the electronic motor was jammed and corroded. The event was not related to a surgical procedure. There was no patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The date of the event is unknown to the reporter. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.